Manufacturer narrative:
This case did not involve a product malfunction. Since the medical event was related to a training issue, no investigation of the product is required. This is a final report.

Event description:
A customer called in requesting calibration training and reported experiencing vertigo, nausea, hot flashes and hypertension. The customer reportedly was seen by a doctor and given metformin which was a change to their normal regimen. The customer did not know if they were diagnosed with hypo- or hyperglycemia. Adc was unable to verify whether it was a newly prescribed medication or the adjustment. There was no report of death or permanent impairment associated with this medical event.